Event description:
A journal article was reviewed which contained information regarding this implantable cardio-defibrillator (ICD).at routine follow up, an atrial high rate event was detected. There was no injury to the patient noted in the article, however the authors claim ¿such closely coupled ap stimuli could potentially induce atrial fibrillation¿ and ¿the main triggering factor is the functional undersensing of a retrograde conducted atrial event when the next scheduling of ap coincides within the tissue refractoriness resulting in a non-captured beat.¿ there was a mode switch of the device. The status of the device is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Correspondence was sent to the author requesting additional information, with no reply at the time of this report; however, upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: mode switching during managed ventricular pacing algorithm: what is the mechanism? Pace pacing and clinical electrophysiology. 2014;37(5):646-649. (B)(4).